Event description:
Report status: serious injury / attempted meical intervention. Reporting rationale: dissection with attempted medical intervention. Device issue: the stent delivery system (sds) could not cross the lesion. It was reported that the sds was delivered, but could not cross the lesion. Both the sds and guide wire were pushed off the coronary because of no back-up. At that time, the sds caused a dissection in the ostium of cx. Several guide wires were used in an attempt to re-engage and treat the dissection, but they could not cross. The dissection was left untreated and the original lesion was treated with a balloon only. No additional event or patient information is available.